Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient arrived at the hospital with chest pain, experienced six witnessed cardiac arrests, was intubated, and taken emergently to the cardiac catheterization laboratory. The impella was placed prior to pci of the left circumflex artery with two drug-eluting stents. After the repositioning sheath was advanced, the physician declined wire technique for position check. Waveforms and flows were initially acceptable. In the ICU, a foley catheter was inserted, and dark red/brown urine was observed. The provider declined echocardiography at the hospital and reduced the performance level from p-8 to p-7, achieving similar flows. Upon transfer and completion of echocardiography, the impella inlet was found at the level of the aortic valve, and the provider advanced the device to 4.5 cm. Plasma-free hemoglobin (pfhgb) checked at 1 am was 630. Urine was now red/pink and clearer from overnight. The patient survived to explant. The hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability, device position, and periods of suboptimal placement or high-performance levels.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue was most likely related to unintended use, since the pump was not in a good position during the time of hemolysis and was later seen to be resolved after repositioning attempt, based on clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
D6b: added explant date.